Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (500mcg/ml at 50mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had routine pump replacement on (B)(6) 2019. On follow-up with the managing hcp "this week" (relative to (B)(6) 2019), the patient was found to have a small, non-healing area on the lateral edge of the incision. No environmental, external, or patient factors were reported to have caused this issue. The hcp took the patient to the operating room (or) on (B)(6) 2019 for surgical revision and closure of this open area. No signs of infection were noted. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.